Manufacturer narrative:
Concomitant products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead.

Event description:
A health care professional via a manufacturer representative reported during a procedure to change the implantable neurostimulator (ins) site, there was interference when the lead was being moved to another site as it got caught. Impedances were measured and found to be high (1800 - 90000 ohms). Because the consumer was under general anesthesia, stimulation delivery could not be confirmed. After the procedure was completed, the consumer did not feel stimulation when stimulation was adjusted on the date of the procedure and the following day. No stimulation had been delivered to the consumer for approximately 20 hours. On (B)(6) 2016 the entire system was replaced. It was noted that the consumer was visiting psychiatry hospital due to psychiatric disorder. The consumer's underlying disease was noted as complex regional pain syndrome (crps).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.